Manufacturer narrative:
The evaluation of the returned pump, confirmed the presence of thrombosis. The pump was returned assembled with the driveline cut approximately 9.5 inches from the pump housing and the distal portion was returned measuring approximately 10 inches. The sealed inflow conduit was not returned. The sealed outflow graft conduit was returned attached to its respective pump port. Upon disassembly, visual inspection of the pump¿s blood-contacting surfaces revealed a tissue-like thrombus adhered to the inlet bearing cup and the inlet bearing ball. The thrombus appeared to have been pulled apart during disassembly. The tissue appeared denatured and showed laminated layering, indicating that it formed in this location over an undetermined period of time while the pump was operating. A thrombus was found adhered to the tapered outlet section of the rotor body and outlet bearing cup. The lack of laminated layering indicates that the thrombus did not initially form at this location; however, its origin could not be conclusively determined. Contact marks were observed on the outlet bearing cup, indicating that it was present while the device was supporting the patient. Although a specific cause for the development of the thrombus formations and the duration of their presence within the pump could not be conclusively determined, they could have contributed to the report of elevated lactate dehydrogenase levels. Additionally, the tissue could have created resistance on the spinning rotor, contributing to the elevated pump power values captured in the submitted system controller log file. A correlation between the device and the reported shortness of breath, fatigue, elevated liver function test values, acute kidney injury, supra-therapeutic inr, anemia, and gastrointestinal arteriovenous malformations could not be conclusively determined through this evaluation. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope did not reveal any anomalies related to wear or damage. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Additional information: the device was returned for investigation. The evaluation is not yet complete.

Event description:
Additional information: the patient underwent a pump exchange on (B)(6) 2017, due to suspected thrombus. The patient presented with shortness of breath, fatigue, elevated lft's, acute kidney injury, supra-therapeutic inr, anemia, gastrointestinal arteriovenous malformations, and lactate dehydrogenase (ldh) levels above 2300 u/l.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 3 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6). It was reported that pump thrombus was suspected. Increased power and flow were reported. The system controller log file was reviewed, but was not suspect of pump thrombus. No further information was provided.